Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.h6 med device problem code was corrected as it was incorrectly selected in the initial MDR.a review of the device history record found no deviations that could have caused or contributed to the reported issue.the legal manufacturer could not identify the foreign material/ foreign material came out of the biopsy channel.based on the results of the investigation, it is likely that the following led to the malfunction:¿ foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual.¿ the foreign material was possibly not removed although the reprocessing was conducted properly due to the physical damage on the device from the obtained information.this issue is addressed in the instructions for use (IFU):¿ the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection.¿ the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign object exited the tube of the gastrointestinal videoscope during cleaning. There were no reports of patient harm.